Manufacturer narrative:
Model number/catalog number: 720182-01 serial number: n/a batch/lot number: 1100715180 model/catalog description: reservoir flat 100 ml unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection and pain are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of infection and pain are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an implanted inflatable penile prosthesis (ipp) experienced postoperative pain. The patient returned for follow up evaluation, during which an infection was identified. Debridement was performed. A revision surgery was subsequently performed, during which the device was explanted and replaced. There were no further patient complications.